Manufacturer narrative:
Supplemental per new information received: the echo core lab has provided the following observation "5 year tte: stage 3 svd with severe bioprosthetic valve stenosis and mild transvalvular ar. At least one leaflet is markedly thickened and calcified" investigation is ongoing.

Manufacturer narrative:
Update to b4. G3, g6, h2, h6 implant code and h10. Additional information received indicated this valve was explanted. No additional information has been provided. Investigation is ongoing.

Manufacturer narrative:
The new information (device explanted) was reviewed in an evaluation and no additional updates are required. The root cause remains the same. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Update to b4, g3, g6, h2, h6 and h10 to reflect no product returned evaluation. The valve remains implanted. As no product was returned, no visual inspection, functional testing or dimensional testing could be performed. No imagery was returned for review. A no product returned engineering evaluation was performed with an applicable technical summary written by edwards lifesciences. Per additional information here was trace intervalvular aortic regurgitation and the prosthetic aortic valve mean gradient was 36 mmhg. The aortic valve area was 0.8 cm2. Compared to previous study, the findings are consistent with severe stenosis. Additional records noted that there were developed elevated gradients across tavr over past 12 months. CT scan was notable for 3 mm thrombus along the non-coronary aspect of the tavr valve with mild thickening of the leaflets suggesting possible leaflet thrombosis as a cause of her high gradients. Initiation of anticoagulation with coumadin was started. The patient had a history of hyperlipidemia, and type 2 diabetes mellitus. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record review (DHR) is required. As the technical summary applies to this complaint event, a full engineering evaluation is not required. Review of manufacturing mitigations, review of IFU/training materials are captured under the technical summary. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The calcification event was confirmed based on medical record review. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patients. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints of calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As noted, patient had hyperlipidemia and type 2 diabetes. It is well known that patient with these pre-existing comorbidities may increase the risk of valve stenosis/calcification. As such, available information suggests that patient factors (hyperlipidemia, diabetes) may have contributed to the complaint event. The technical summary is applicable to this complaint because valve calcification was contributed by patient conditions. Since no product non-conformance or IFU/training deficiencies were identified, a product risk assessment (pra) escalation is not required. Since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Per medical records received, five years post implant, there was trace intravalvar aortic regurgitation. Prosthetic aortic valve mean gradient of 36 mmhg, with the aortic valve area measured 0.8 cm2 . Compared to three year follow up study, the findings are consistent with severe stenosis. One month later, developed elevated gradients across tavr over past 12 months. CT scan was notable for 3 mm thrombus along the non-coronary aspect of the tavr valve with mild thickening of the leaflets suggesting possible leaflet thrombosis as a cause of her high gradients. Initiation of anticoagulation with coumadin was started.

Event description:
As reported through clinical trial, the patient completed follow-up tte three months after year 4 study visit to assess possibly worsening dyspnea on exertion. The mean gradient was 35, the valve already was 0.87cm2. The patient was started warfarin, with repeat tte 3 months later, which showed the mean gradient at 30mmhg, and valve area 0.95cm. The patient will undergo CT for further evaluation.

Manufacturer narrative:
The valve remains implanted. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. However, it is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause is unknown, as patient and procedural factors were not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.